Manufacturer narrative:
Per the surgeon, the patient was prescribed oral antibiotics (date, type, and dosage not reported). This report is filed on 11 apr 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device on (B)(6) 2013. During the same surgery, the patient was reimplanted with a new device.